Event description:
Physician attempted polypectomy on patient's cecum using snare and erbe. Grounding pad applied to patient's right thigh. Physician unable to remove polyp with snare, tried with forcep with success.patient immediately complained of pain in lower mid abdomen, then pain all over abdomen.